Event description:
A cracked and shattered touchscreen of an insulin pump was reported by the customer in slovakia, rendering the device unresponsive and illegible. There was no adverse impact on the customer's blood glucose level as a result of the incident. Technical support arranged for a replacement pump to be provided, confirming all necessary details for the return of the faulty device and ensuring the replacement would maintain uninterrupted insulin delivery.